Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed that the tip was obstructed with a black material. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No magnetic sensor errors or failures were observed. Due to the condition observed, a fourier transform infrared spectroscopy (ftir) analysis was performed and the results of the test revealed that overall, ftir data reveals that an unknown black particle is principally composed of polyethylene (pe). However, the source of origin remains unknown. A manufacturing record evaluation was performed for the finished device on lot 31479114l, and no internal actions related to the reported complaint were identified. The magnetic sensor error reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. It is unknown when the black material was introduced to the tip of the device; however, the black material is not related to the customer complaint regarding a magnetic sensor error. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ flutter procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified that the tip was obstructed with a black material. Initially, it was reported that the carto 3 system displayed a magnetic sensor error 116. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. The magnetic sensor error issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, the tip was obstructed with a black material. This was assessed as MDR reportable with an awareness date of 20-jun-2025.